Event description:
Customer received discrepant rubella igg results on a sample obtained from a pregnant female. Initial result gave 51 u/ml. Due to previous values for this patient the sample was sent to a reference lab for testing by a different analyzer (medac system) giving 5 u/ml. The initial result of 51 u/ml was calculated into the titer 1:16 and this titer result was reported accompanied by the following remark "positive, but not protective". No adverse outcome is known. Rubella igg reagent lot 15658201. Sample was returned for investigation. At this time the customer results have been confirmed. Investigation is ongoing.

Manufacturer narrative:
On the basis of the investigation the i400 and the i800 vancomycin applications are performing acceptably. However, the alleged bias between the i400 and the i800 was verified for low concentration vancomycin samples. In this specific case, a bias is seen at lower vancomycin levels. Most references suggest attaining peak serum concentration of 20-40 ug/ml and trough concentration of 5-10 ug/ml, although most organisms are sensitive to vancomycin at 1-5 ug/ml. Hence there is wide margin of error for peaks and trough concentrations, and an inappropriate adjustment in vancomycin dosage due to 40% bias would most likely not result in suboptimal treatment of infection. No adverse events were reported.

Event description:
User experienced ongoing issue with low vancomycin recovery since (B) (6)2009. User performed an instrument comparison study on (B) (6)2009 and received lower vancomycin results compared to results obtained from their integra 400 analyzer. Fourteen patient samples were used to perform the comparison study. The following 2 patient samples were discrepant. Sample 1, initial result from integra 800 gave 5.4 compared to 6.4 ug/ml from the integra 400 analyzer. Sample 2, initial result from integra 800 gave 4.3 compared to 5.5 ug/ml from the integra 400 analyzer. The results from the integra 800 were reported out. User stated "to the best of her knowledge, no change in patient treatment was occasioned by these results (no change in dosage, etc)." Vancomycin reagent lot number, 61383801. The field service representative found the fp photometer needed calibration and calibrated fp photometer. To verify analyzer performance, fp calibration passed, calibration and controls were run and acceptable.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.